Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module blood set experienced leakage. The following information was provided by the initial reporter: 2nd spike clamped but platelets continued to drain out of it despite being clamped (after tubing was primed).

Manufacturer narrative:
H6: investigation summary: one sample was received and tested by our quality team. The customer complained of leakage from the second spike while set was infusing. This leakage was verified when testing as customer complained but the issue is due to the second spike not being connected to an IV bag. Even though the clip was on, both spikes are intended to be inserted into IV bags when used. This is the root cause - improper method of infusion with the device. A device history record review for model 10015414 lot number 22025881 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module blood set experienced leakage. The following information was provided by the initial reporter: 2nd spike clamped but platelets continued to drain out of it despite being clamped (after tubing was primed).